Event description:
It was reported that this implantable pacemaker battery was found to be exhibiting elevated power consumption (greater than 300%). Boston scientific technical services was contacted and confirmed that the battery was depleting prematurely. It was recommended to perform device replacement or repeat data analysis within a provided timeframe. An urgent surgical replacement procedure has been scheduled to resolve the event. At this time, the s-ICD remains implanted and in-service. No adverse patient effects reported.